Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shocking impedances of greater than 125 ohms. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
This lead remains implanted with the non boston scientific device and will not be returned.

Event description:
New information became available that the reason we were seeing an alert for high shocking impedances from this patient's home monitoring device was due to a recent device change out to a non boston scientific device that we were previously unaware of. This was a false alert. To date, no adverse patient effects have been reported.